Event description:
It was reported that a malfunction occurred in the pump but no notable events happened beforehand. Impact to the customer¿s blood glucose level was within normal range, as it did not exceed 500 mg/dl. Customer service provided pump reset instructions, assisted the caller in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further malfunction occurred.